Event description:
It was reported during a lateral entry femoral nail (lefn) procedure, the surgeon had a problem with two of the lateral entry femoral nail instruments. When inserting part number/lot number 03.010.063/4933987 (12.0mm/8.0mm protection sleeve 188mm) it would not go through part number/lot number 03.010.045/1768650 (standard insertion handle). A retrograde/antegrade femoral nail (rafn) set was available but the surgeon was unable to insert an oblique locking screw and a second problem occurred with the same 03.010.043 trocar. When the screw went through the trocar, it was unable to exit the side closest to the bones. The surgeon had to remove the screw and use the screw from the retrograde/antegrade femoral nail (rafn) set to successfully insert the screw. The surgery was prolonged 15 minutes. No further information was provided. Patient status/outcome following the procedure was not provided. This report is for an unknown locking screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.